Event description:
The diagnostic duett pro was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the procedure, the patient developed symptoms of an arterial occlusion, including pain, coolness and pallor. An arterial occlusion was diagnosed via doppler ultrasound. The occlusion was treated by surgical intervention and was resolved without further complications.